Manufacturer narrative:
(B)(4). Physio-control has attempted to follow up with the customer to try and decide if they will be returning the device to physio for evaluation. It is unknown if the customer's device will be returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing its charge-pak and service icons. Additionally the device would no longer power on. There was no patient use associated with the reported issue.